Event description:
Reporter indicated that the patient's diagnostic tests showed high impedance for both normal mode and system diagnostics. Per the reporter, the patient was no longer feeling stimulation. No trauma or manipulation was reported that may have contributed. X-rays were reviewed by site and manufacturer and a gross lead fracture was visualized. Device was programmed off and revision surgery is possible, though none is planned at this time due to insurance issues.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.